Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. Customer reported the low glucose alarm did not sound and experienced a loss of consciousness. Customer was seen at the emergency room where customer received unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.